Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited noise over-sensing resulting in episodes of high ventricular rate and pacing inhibition. The noise was identified to be caused by an external source. Programming changes were made. The patient was stable.